Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect front panel component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect front panel component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresponsive touch screen display and liquid spots within the display on this ventilator device. The customer determined the likely cause of this failure was associated with the front panel assembly of this device. The customer stated no patient involvement with this event.